Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had all of drawers 2.1 and 2.2 are failed. The field service engineer found that the t board needed replacing and open close sensor was frayed. The fse replaced the t board on 2.2, sensor and also replaced the 2.1 drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had all drawers failed and unable to recover. The customer stated that the device is showing failed hardware for all the drawers, and they are unable to recover storage space which caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.